Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. The patient did not have a recent implant or revision. The antenna was being used. He had two patient programmer and they both gave him poor communication. It was reviewed that since his device was four years old, he should follow-up with his health care professional (hcp) to see if the implantable neurostimulator (ins) was dead. The reported symptom was leaking. This occurred in (B)(6) 2015. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.